Event description:
The user facility reported that they inserted the involved guidewire (g-260-2545a) into a catheter during an ercp procedure, and then, when they wanted to remove it, snagging occurred. They pulled out the guidewire and switched to a different guidewire to complete the procedure. There was no problem after the replacement of guidewire, it was assumed that the guidewire that was inserted first had some kind of problem. The procedure outcome was completed successfully. The final patient impact was not harmed. The patient was not injured, medical or surgical intervention was not required. The event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The actual sample was inspected over the plastic bag only because it was unknown whether it was contaminated with infectious agent. Visual inspection through the plastic bag found that the coating on the distal end had peeled off; however, the detailed status of the peeled site could not be checked over the plastic bag. Regarding the involved product code (ol-xa25455), there was not any nonconformity in the manufacturing process that could relate to the peeling of coating in the past three years (may 2020 - june 2023). According to the investigation result, there was not any nonconformity in the manufacturing process of the involved product code (ol-xa25455) that could relate to the peeling of coating in the past three years (may 2020 - june 2023). In this case, the actual sample could not be analyzed in detail because its contamination status was unknown, and the cause of the occurrence could not be clarified. Relevant instructions for use (IFU) reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.